Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: there is a temporal relationship between pd treatment with the liberty select cycler and the patient¿s hospitalization for fluid volume overload. However, there is no objective evidence that indicates a liberty select cycler malfunction that caused or contributed to the patient¿s event. Based on the available information, it cannot be determined what exactly caused the patient to become fluid overloaded. Fluid overload is not uncommon in end stage renal disease (esrd) patients on pd therapy and can be associated with multi-factorial potential causes.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to get assistance with breaking down the cycler. The patient reported that they ended their treatment unexpectedly several nights ago due to the need to go to the hospital. Upon follow up, the patient¿s peritoneal dialysis nurse (pdrn) confirmed that the patient was admitted to the hospital for fluid volume overload on (B)(6) 2019. It was reported that the patient experienced a sensation of ¿choking on his fluid¿ and was edematous (unknown location). Details surrounding the patient¿s hospitalization course are unknown as per the nurse, the hospital discharge summary was not available. However, it was reported the patient continued pd therapy while hospitalized (details unknown). The patient was discharged home on (B)(6) 2019 and has continued pd therapy without issue. It is unknown if any fresenius products were used during hospitalization. The pdrn stated the patient is compliant with pd treatments and uses 1.5% pd solution as prescribed, therefore the cause of the patient¿s fluid overload is unknown. The nurse also indicated the patient¿s pd catheter was working properly. The nurse stated the patient may have been having some alarms (unknown type) with the liberty select cycler, but the patient did not report any cycler issues associated with this event. The patient reportedly continues pd therapy on the same cycler without further reported issues and has since recovered. Additional patient, event, and hospitalization information was requested, but was not provided.